Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she has had recurring urinary tract infections while using the product. She wears a fit flex brief with two poise pads inside of it and believed that may have something to do with her issues. She experienced vaginal discharge of pus and blood and has also been getting boils and pimples in the genital area. One day she went unconscious and the ambulance was called. At the hospital they did a drug panel test. The test did not find anything except that she was severely septic from the uti. She was then hospitalized for three days. After she was released she did not feel well for a week. She returned to the doctor and was diagnosed with a uti again and given a new medication. She had a follow up appointment with a urology specialist and was diagnosed with another uti. Cephalexin 250mg was prescribed and she was feeling better. She has struggled with a lot of other health problems; hernias, bladder botox, etc. Her doctor recommended she try cannabis for her issues.